Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2008 due to rectocele and enterocele. It was also reported that patient experienced pain, infection, urinary problems, bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent stage I interstim due to urinary retention on (B)(6) 2011 by (B)(6). It was reported that the patient underwent stage ii interstim on (B)(6) 2011 by (B)(6).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/25/2017.